Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The bag/vent microswitch was replaced, and the unit was returned to service.

Event description:
The hospital reported that the unit stopped mechanically ventilating during a case. The unit was switched to manual ventilation and then the unit was exchanged with a different unit to continue the case. There was no report of patient injury.